Event description:
The customer reported the device can't start. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported the device can't start. There was no report of adverse pt impact. A philip's field service engineer evaluated the device and verified the failure. The issue was determined to be a failure of the energy select switch. The energy select switch was replaced to resolve the issue. The device passed testing and remains at the customer site.